Event description:
It was reported that, after a software upgrade, there was a message on the programmer indicating an application error. This occurred again with a different programmer. The message occurs when attempting to view stored episodes. A review of device data by technical services confirmed a bit flipped in the patient data area of the device memory. This has no impact on therapy. There were no adverse patient effects. The device remains implanted. This event is part of CAPA-(B)(4) emblem s-ICD transient memory corruption, single event upset (seu).

Manufacturer narrative:
CAPA-(B)(4) emblem s-ICD transient memory corruption, single event upset (seu).